Event description:
It was reported that the ilet was not connecting to the dexcom g7 continuous glucose monitor (cgm) for several hours, after which the cgm reconnected and displayed a glucose reading. Symptoms included elevated blood glucose of 401mg/dl with no associated adverse symptoms. Outcomes included temporary interruption of automated insulin dosing and the need for user intervention to restore cgm pairing. User support included complaint intake, troubleshooting, and user education related to cgm connectivity and signal loss. Investigation of this case revealed a transient cgm signal loss responsible device not identified, after which normal communication resumed and enabled appropriate treatment for elevated blood glucose level. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication loss of undetermined origin.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.